Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise resulting in numerous auto mode switch episodes. All other parameters were acceptable. No intervention was performed. The patient's condition was good.